Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device had a cracked glass on the gauge and the hose had been tampered with as it had the incorrect hose. It was determined that this was due to misuse and user error by dropping or hitting the device against a hard object. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified spine surgery, it was observed that the autolube device was working intermittently. According to the report, the foot pedal was surging and having fluctuating air pressure. There was no delay to the surgical procedure. The same device was used to complete the surgery successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred two months ago from the date of this report; however, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.